Event description:
It was reported to boston scientific corporation that a captivator polypectomy snare was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, the snare loop broke while the physician was applying cautery. The procedure was completed with another captivator polypectomy snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device found the loop broken, and the separated ends as well as the distal end of the sheath appeared burnt. Scanning electron microscopy (sem) of the separated ends found evidence of molten material and dimple rupture, which suggest the device was subjected to excessive temperature followed by a tension overload event, respectively. No material anomalies were noted and the device extended and retracted according to specifications. The condition of the returned device was consistent with the complaint that the loop broke; the complaint was confirmed. As analysis of the returned device suggests it was subjected to excessive temperature and tension, the most probable root cause of the defects identified is use/user error. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captivator polypectomy snare was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, the snare loop broke while the physician was applying cautery. The procedure was completed with another captivator polypectomy snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.